Event description:
Reporter stated the numbers on the infusion device display are "stained," and this interferes with viewing the therapy information. The battery was replaced, but this did not resolve the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The pump passed the visual inspection successfully and fulfills its specifications. The display was successfully tested and it operates within specifications.